Manufacturer narrative:
(B)(4): no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, a 2.75x12 rx xience pro stent delivery system (sds) was advanced to a lesion in the right coronary artery for direct stenting. During the 1st inflation to deploy the stent, the 2.75x12 rx xience pro balloon ruptured at an unspecified pressure. The stent did not shift from its position and post dilatation ensured that the stent was fully apposed to the vessel wall. The procedure was then considered completed. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. Balloon rupture was confirmed. Additionally, the distal end of the balloon material was noted to be shredding. Difficulty to deploy could not be tested due to the condition of the device. Based on a visual and functional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience pro, everolimus eluting coronary stent system, international, ce, instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. Based on the reviewed information, no product deficiency was identified.